Event description:
The clinic reported a laser vision correction patient presented with corneal ectasia in both eyes approximately 4 years following their laser treatment. The patient had noticed decreased vision over the past year, especially at night. The patient currently does not have any loss of best corrected visual acuity.

Manufacturer narrative:
Corneal ectasia. The clinic is reporting the patient outcome only and did not request field service or clinical support. A review of service history for the laser system at this clinic reveals that there were no reports of issues with the equipment on or near the patient's treatment day. All pertinent information available to abbott medical optics has been submitted. Should new information be received that changes the facts and/or conclusion of this report, a supplemental report will be submitted.